Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: black box shows no evidence of por events on or before reported date of 5/19/17. Battery compartment is cracked from threads down to the case seal on the side. Returned battery cap is undamaged and able to fit. Battery cap was fastened and then unscrewed ½ turn with no reboots occurring. No power interruption occurred during the investigation, unable to duplicate ¿power¿ complaint pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.